Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that an administration set separated at the lower fitment while on a patient. No patient harm was reported as a result of the event.

Manufacturer narrative:
The customer¿s report of a silicone segment separation from the lower fitment was confirmed. Upon visual inspection it was noted that the silicone segment had completely separated from the lower fitment. There were no signs of damage to the lower fitment or the retainer ring. No functional or dimensional testing was performed on the set as the pumping segment was received already separated. Dimensional testing found that the silicone segment was within specification. The root cause of the separation was operator misalignment of the silicone tube with the pumping chamber flow stop machine.